Manufacturer narrative:
(B)(4). The reported complaint of "pump suddenly blacked out" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "during use, the pump suddenly blacked out, withdrew and was replaced with another unit". Additional information states that to continue therapy the pump console switched out with another iabp console. No patient injury or consequence reported. The patient current's condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during use, the pump suddenly blacked out, withdrew and was replaced with another unit". Additional information states that to continue therapy the pump console switched out with another iabp console. No patient injury or consequence reported. The patient current's condition is reported as "fine".